Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 2/29/2016. It was reported that patient underwent interstim I placement on (B)(6) 2015 and interstim ii placement on (B)(6) 2015 for overactive bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/24/2016.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence, cystocele and pelvic organ prolapse. It was reported that following insertion the patient experienced infection, recurrence, and dyspareunia.